Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine with the home patient (hp) connected, it was reported that the caregiver (cg) found a little bit of air in the line. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) instructed the cg to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.